Manufacturer narrative:
(B)(4). A review of the manufacturing documentation associated with this lot 17648121 presented no issues during the manufacturing process that can be related to the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
When inflating the maxi ld pta f7 110 14 x 4 balloon into the patient's iliac vein, the balloon ruptured at 3 atmospheres (atm) and a longitudinal rupture occurred. There was no patient injury reported and the product will be returned for analysis. Additional information has been requested.

Manufacturer narrative:
When inflating the maxi ld pta f7 110 14 x 4 balloon in the patient's iliac vein, the balloon ruptured longitudinally at 3 atmospheres. The product looked normal when removed from its packaging. There was no difficulty removing the product from the hoop, removing the protective balloon cover, the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device was prepared as specified by the instructions for use with a contrast to saline ratio of 1:1. A non-cordis inflation device was used for inflation and was also used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. There was no difficulty advancing the balloon catheter through the vessel and there was no difficulty crossing the 60% stenosed lesion. The catheter was not in an acute bend. Before the balloon ruptured the balloon was inflated normally. The product was removed intact (in one piece) from the patient. There was no patient injury reported. A non-sterile unit of maxi ld pta f7 110 14x4 was received coiled inside of a transparent plastic bag. Product was remove from the plastic bag to do a first visual inspection without any optical magnifying device. Balloon was not inflated. Balloon burst condition was observed. No other damages or anomalies were observed at the inspected part. A review of the manufacturing documentation associated with lot 17648121 was performed and it was found that no defective units were rejected during the final assembly of this lot. No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issued for this lot. No excursions were found for lot 17648121. Functional test was not performed due to the balloon burst condition observed on the returned part. Sem analysis results: an axial burst was observed on balloon. The balloon outer and inner surfaces were scanned to identify the possible root cause of the axial burst. Also, pictures from marker bands were taken in order to discard possible defects. The external surface of balloon presented evidence of scratched and abrasion marks near to the balloon axial burst. Internal surface of the balloon and proximal marker bands were analyzed and no evidence of damages was found. Results showed that the external surface of balloon presented evidence of scratched and abrasion marks near to the balloon axial burst condition and it is very likely that the same factors that caused the scratched marks on the balloon outer surface can also contribute to the axial burst condition found on the received balloon. The surface of the balloon and proximal marker bands did not presented any evidence of damages. No other anomalies were found during the analysis. The complaint reported by the customer as ¿balloon - burst¿ was confirmed. Sem results showed that the external surface of balloon presented evidence of scratched and abrasion marks near to the balloon axial burst condition and it is very likely that the same factors that caused the scratched marks on the balloon outer surface can also contribute to the axial burst condition found on the received balloon. However, exact cause of the balloon could not be conclusively determined during the analysis. Product analysis results do not suggest that this damage could be related to the manufacturing process. Controls are in place to verify the device conditions; the produced maxi ld pta f7 110 14x4 are inspected 100% before leaving the facility ref. Also, several inspections are performed through all the product assembly process operations. The maxi is intended for use in peripheral arteries below the aortic arch. Usage of the product other than that indicated in the product's instructions for use (IFU) may involve additional risks not described in the labeling. The balloon showed evidence of abrasions on the outer surface that would imply that vessel characteristics may have contributed to the event. Neither the DHR review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Event description:
When inflating the maxi ld pta f7 110 14 x 4 balloon into the patient's iliac vein, the balloon ruptured at 3 atmospheres (atm) and a longitudinal rupture occurred. There was no patient injury reported and the product will be returned for analysis. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device was prepared as specified by the instructions for use. The product looked normal when removed from its packaging. The device was properly prepped. The device prepped normally (i.e. Maintain negative pressure). The contrast to saline ratio was 1:1. A non-cordis inflation device was used. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. The percentage of stenosis was 60%. The device was not used for a chronic total occlusion (total occlusion >3 months). There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion. The catheter was not in an acute bend. Before the balloon ruptured the balloon was inflated normally. It was a longitudinal ruptured. The maximum inflation pressure was 3atm. The product was removed intact (in one piece) from the patient. The patient is doing well.